Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.

Event description:
It was reported that the helix of the right ventricle (rv) leadless pacemaker (lp) became stretched during the implant procedure prior to fixation. The rv lp was covered by the protective sleeve of the delivery catheter during the positioning. The rv lp was removed and replaced to resolve the event. The patient was in stable condition.